Event description:
Mentor smooth saline breast implants have made me very ill over time. It began with fatigue, body odor, and androgen hormonal disruption. Over the years, it has gotten so much worse than I now have over 30 symptoms including: heavy metal toxicity, eye vision problems, other female hormonal / endocrine disruption; anxiety, chronic fatigue, suicidal thoughts, insomnia, dry skin, dry eyes, dry everything, frequent fungal and yeast infections; chest pain, heart palpitations, the list is long. The shell of the implant is poisoning me and I must get them removed.